Event description:
Information received from the field does not address the patient's clinical status but notes high capture thresholds and a low sensing threshold of 2 mv. Repositioning attempts were not successful. Therefore, a new lead was placed.